Event description:
In this event it was reported that a pt experienced an adverse reaction to the use of lynal denture reline and tissue conditioning material. As stated in the report, the pt experienced a burning sensation, redness, blisters and swelling of the lip in the area where the material was placed. In response to the symptoms, the pt was advised to take benadryl.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.